Event description:
A report was received that the patient experienced an epidural abscess infection at the trial lead implantation site. The physician prescribed antibiotics. The patient is reportedly doing well after the treatment.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is a final report.